Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection of the actual sample showed no anomaly. Functional air leak testing was performed at two (2) bar pressure and no leak was observed. An underwater air leak test was also performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1 initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the connector of a prismaflex m150 set during priming. There was no patient involvement. No additional information was available.